Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter. On (B)(6) 2022, at 7:30 a.m., the patient's inr result on the coaguchek inrange meter was 5.4 inr. The test was repeated 15 minutes later, and the patient's inr results on the coaguchek inrange meter were 3.7 inr on the blood sample from the same hand and 4 inr on the blood sample from the other hand. The patient's therapeutic range was requested but not provided. The serial number of the coaguchek inrange meter is (B)(4).

Manufacturer narrative:
The reporter¿s test strips were provided for investigation where they were tested with samples collected from marcumar donors on a retention meter in comparison to the master lot of test strips. Donor 1 hematocrit = 47 %. Donor 2 hematocrit = 45 % . Results for donor 1 sample: master lot = 2.2 inr. Returned strips = 2.3 inr. Results for donor 2 sample: master lot = 2.8 inr. Returned strips = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Medwatch fields d9 and h3 were updated.